Event description:
The external pulse generator was returned as a trade-in and subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.

Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: during analysis the device failed its incoming testing, the failures were rerun but it failed again. The interconnect flex was reseated and the failures were rerun again but it still failed. When the lower half of the device was swapped out for a lower half used for troubleshooting and the failures were rerun it passed and it was therefore noted that the printed circuit board was out of specification electrically. Analysis further noted that the high rate cover, upper and lower cases and one side bail cover were broken and that one control knob was contaminated. The device was to be scrapped in-house. (B)(4).

Manufacturer narrative:
Further analysis was performed on the main printed circuit board. Visual inspection did not reveal any anomalies. Bench analysis revealed that the device required calibration. Once calibration was performed, the rate was performing as expected. Conclusion: calibration error.